Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they are having pain with their jaw as well as the constant movement of some teeth and that is causing their teeth to chip. Contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.